Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(4) 2009 and subsequently expired on (B)(6) 2008, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated mdrs #1225714-2014-05604, 1225714-2014-05605, 1225714-2014-05606 , 1225714-2014-0507, 2937457-2014-01433 and 2937457-2014-01434.